Manufacturer narrative:
(B)(6). The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system was fully functional and the system checkout showed no anomalies. Several subsequent cases were performed with no problems found.

Event description:
A medtronic rep reported that during an operation, the facility was attempting to use the scope probe in navigation, and the treon system froze and reverted back to the registration screen. The rep had the user select tracer again and then hit register. This did not work, and the user said it does not display the completed tracer registration that was there before. He also said he could not hit the "back" button. The rep had him exit the software using control alt backspace. He came back in the software, re-chose the pt, and the registration was there. The surgeon verified his accuracy and was able to continue the case with no impact to the pt. There were no further issues.